Manufacturer narrative:
On 1-sep-2021, the product investigation was completed as the complaint device was not returned. Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 00001576 number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that an unknown patient underwent an unknown ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ small. There was a reported breakdown of the hemostatic valve. Before the procedure was started a breakdown of hemostatic valve part was noticed. Although the dilator was inserted under visual inspection, it was damaged. The issue was resolved by changing the sheath to another one. The procedure was completed without patient's consequence. The hemostasis valve (gasket) did not break into two or more separate pieces. The hemostatic valve/brim cap/hub did not become detached from the sheath. Hemostatic valve separation is MDR-reportable.